Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence on (B)(6) 2008. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bleeding, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2008 by implanting surgeon due to exposed mesh. No additional information was provided. (B)(4) - urinary problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent excision of a small area of mesh on (B)(6) 2014 due to symptomatic and exposed foreign body in the posterior midline of the vagina. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent mesh revisions/removals on (B)(6) 2009, (B)(6) 2011 and on (B)(6) 2014 by dr. (B)(6) due to infections.